Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 09, 2023, and section h11 should be reported as: the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. After the second attempt to have the device and components returned for evaluation, the customer said that they returned the recalled device and awaiting for the stipend of the returned device,the manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The manufacturer previously submitted report without UDI (unique device identifier) number, it was updated in this report. Section d4 and h6 health effects: type of investigation, findings and conclusion codes has been updated in this report.